Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. However,additional information provided by the customer indicated that the device was prepared as per the device directions for use (dfu), continuous flush was set up, and a leak was observed when the balloon catheter was retrieved and inflated outside the patient. While there are a number of potential causes for the reported issues, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure,the subject device (balloon catheter) did not inflate inside the mca (middle cerebral artery) and leak was observed from the balloon. The procedure was completed with another balloon catheter without clinical consequences to the patient.

Manufacturer narrative:
The subject is unavailable.

Event description:
It was reported that during the procedure,the subject device (balloon catheter) did not inflate inside the mca (middle cerebral artery) and leak was observed from the balloon. The procedure was completed with another balloon catheter without clinical consequences to the patient.